Manufacturer narrative:
B5 updated with patient outcome.

Event description:
Patient outcome reported as survived.

Event description:
Clinical narrative: an impella 5.5 support was initiated on the automated impella controller (aic) to support the 36-year-old male patient with cardiomyopathy and presenting in scai stage d shock. The underlying medical history was not shared. The pump support was ongoing when after 8 days of support the aic alerted for a controller error and loss of placement signal. The decision was made to replace the aic with a new console. The support proceeds to date on the second aic without any noted harm or injury. This is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D9 device was returned and date received was added. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.